Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) alleging an issue with the meter settings of the lay user/patient¿s onetouch ultra2 meter. Medical surveillance contacted the patient for follow-up questions the complaint was classified based on the additional information received from speaking with the patient¿s wife in addition to the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2015 (exact time not specified) when readings of ¿40 and 69mg/dl¿ were obtained using the subject device. The patient manages his diabetes using insulin with no adjustments, although it is not known if the patient made any changes to his usual diabetes management regime in response to the reported issue. The patient¿s wife stated that the patient experienced symptoms of ¿disoriented and low¿, and was taken to the hospital in the evening of (B)(6) 2015. During the hospital visit, the patient¿s blood glucose was measured using a hospital device with a reading of ¿40mg/dl¿, and the patient received an MRI scan and the hcp reduced his insulin dose in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product, walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.